Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre sensor kit was reviewed and showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor detached after 8-days of wear. She further reported that on (B)(6)2019 she was unable to get a sensor result after it fell off. At the time, customer was experiencing ¿confusion and a fever ¿ due to the flu¿. Customer¿s husband believed she was ¿under sugared¿ so he gave her sugar to ingest and then called the paramedics. Upon arrival, the emergency personnel received a reading of 530 mg/dl, but no additional treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached after 8-days of wear. She further reported that on (B)(6) 2019 she was unable to get a sensor result after it fell off. At the time, customer was experiencing ¿confusion and a fever ¿ due to the flu¿. Customer¿s husband believed she was ¿under sugared¿ so he gave her sugar to ingest and then called the paramedics. Upon arrival, the emergency personnel received a reading of 530 mg/dl, but no additional treatment was provided. There was no report of death or permanent injury associated with this event.